Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door would not open when key was inserted during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing the reported problem of "door will not open when key inserted" was able to be reproduced. A review of the event history log revealed "door jammed!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper and lower latch switch were out of specification. The upper and lower latch switch required adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.